Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other, aic - controller error (yellow alarm), aic - controller failure (red alarm) has been completed. The console was received and data and device analysis was performed. There was no controller failure (red alarm) recorded in the log on the complaint date (mar 04, 2025). Most likely, the controller error was misreported as a controller failure. The root cause for the controller error was not determined due to the inability to reproduce it. The root cause of the purge system blocked alarm was most likely due to fluid ingress towards the purge motor. (This is an additional analysis finding related to the clinical procedure).

Event description:
The complainant reported approximately 12 days after start of impella mechanical circulatory support, the automated impella controller (aic) sounded for a controller failure alarm. Consequently, the team switched the aic in response to the failure. There was no patient harm as a result of this event.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
D2 common device name was erroneously entered on the initial manufacturer device report number 1220648-2025-27100. G4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2025-27100.